Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged blank display and failed battery test alarm found on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. In further full review in the insulin pump history found no power loss alarm on the event date of 07/26/2021 at 7:49:54, 17:50:03, 17:50:42, 17:51:38, 17:53:15, 17:54:22, 17:55:54, 17:56:21, 17:57:11, 17:58:36, 17:59:41, 18:00:07, 18:00:36, 18:01:18, 18:03:04,18:03:35,18:04:31, 18:04:46, 18:06:31, 18:06:56, 18:07:53, 18:08:54, 18:09:46, 18:11:46, 18:13:41, 18:14:21, 18:17:05, 18:20:53, 18:21:53, 18:24:21, 18:27:21, 18:38:13, 18:38:13, 18:39:01, 18:39:08, 18:39:20, 18:39:42, 18:40:05, 18:41:04, 18:41:16, 18:42:39, 18:43:41, 18:43:54, 18:45:11, 18:45:18, 18:45:36, 18:46:02, 18:47:14, 18:48:46, 18:48:54, and 18:49:20; also, found: power loss alarm on (B)(6) 2021 at 18:50:14,18:58:14, and 18:58:25. Low battery alarm on 07/26/2021 at 16:47:01, 18:34:00, and 18:38:24. Insert battery alarm on 07/26/2021 at 17:48:57, 17:49:54, 17:50:14, 17:50:56, 17:51:48, 17:53:59, 17:54:33, 17:55:55, 17:56:28, 17:56:29, 17:58:47, 17:59:53, 18:00:17, 18:00:41, 18:01:34, 18:03:12, 18:03:56,18:04:33,18:06:16, 18:06:38, 18:07:37, 18:08:35, 18:09:16, 18:10:47, 18:12:03, 18:14:02, 18:14:33, 18:18:59, 18:21:35, 18:23:57, 18:27:08, 18:30:48, 18:38:42, 18:39:15, 18:39:26, 18:40:42, 18:41:28, 18:44:01, 18:48:1, 18:49:31, 18:49:45, and 18:50:23. No unexpected low battery, failed battery, power loss, and insert battery alarms during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, insulin pump passed required testing. Customer alleged for failed battery test alarm was confirmed on (B)(6) 2021. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with the troubleshooting. Customer stated that the display did not return after the restart of the insulin pump. Customer stated that the insulin pump wont accept the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.